Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service center's evaluation identified the following: visual inspection found no defects on the instrument. Inspection of the distal tip found no defects or markings to suggest struggles when using accessories on the instrument. When comparing (B)(4) (concern scope) against one that the customer was happy with (B)(4), we identified that the concern instrument was noticeably stiffer when operating the raiser bridge lever. Technical evaluation has confirmed that the operation of the raiser bridge is noticeably stiffer when compared to a like for like model. Regarding the damage of et accessories, this instrument conforms to OEM specification and investigation could not identify any restrictions or defects in the channel system. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, a surgeon at their facility reported during an endoscopic retrograde cholangiopancreatography, the endoscope razor bridge is stiff, the scope may be causing damage to the endotracheal accessories including the shearing off of plastic that has ended up within a patient. An unknown delay in procedure was reported. It is unknown if the pieces were retrieved from the patient and how. No patient injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following mechanism: I) the user manipulated the forceps elevator irregularly for the movement of the elevator was stiff. Ii) the endo therapy accessories, used combined with the device, was broken by the irregular manipulation. Iii) the ampulla was damaged by the raised elevator by irregular manipulation, broken accessories, suctioning while withdrawing the device, or broken distal cover. Since IFU (operation manual) states the following, the suggested event was seemingly preventable. Important information ¿ please read before use: precautions: take caution applying suction when the distal end is in contact with the mucosal surface. The suction can cause the distal end to aspirate the mucosal membrane. Moving or withdrawing the endoscope under this condition may cause patient injury and/or bleeding. This can be more common while degassing in the stomach, suctioning debris, and operating in a narrow lumen (e.g., esophagus, duodenum). To prevent patient injury and bleeding, make sure to: - only apply suction when the endoscope is stationary. - after releasing the suction valve, check the endoscopic image to confirm that the mucosal membrane is not aspirated before moving the endoscope. Releasing the suction valve might not immediately release the mucosal membrane if it becomes aspirated. Never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. 3.3 inspection of the endoscope: inspection of the forceps elevator mechanism: 3 while observing the forceps elevator at the distal end of the insertion section, slowly move the elevator control lever in the ¿ u¿ direction until the elevator control lever stops. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. / 5 move the elevator control lever slowly all the way in the opposite direction of the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator lowers smoothly. 3.8 inspection of the endoscopic system: inspection of the instrument channel and forceps elevator: check the movement of the endotherapy accessory by operating the elevator control lever several times to raise the forceps elevator. Otherwise, the endotherapy accessory may move in unexpected directions, and patient injury, bleeding, and/or perforation may result. 4.1 precautions: never insert or withdraw the endoscope under any of the following conditions. Patient injury, bleeding, and/or perforation can result. Insertion or withdrawal while the forceps elevator is raised. Olympus will continue to monitor field performance for this device.